Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that during follow up they were told that the battery longevity was around three months and twenty days later they felt dizziness and had abdominal swelling. An angiography was performed and battery depletion was confirmed. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.